Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. At 8:12 pm the cgm reading was 105 mg/dl and the pediatric patient was feeling lightheaded and hypoglycemic. There was no bg reading taken. The parent treated the patient with candy and a soda. But the patient experienced seizures. The patient's mother called an ambulance around 8:23 pm. The patient was taken to the hospital and there they performed covid tests, full panel blood workup and flu tests. At 9:25 pm they took another bg reading which was 136 mg/dl and the cgm reading was 212 mg/dl. The nurse and doctor treated the patient with dextrose and sugar water. The patient was discharged the same day. At the time of the report the patient was okay. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.